Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed wherein this lead was explanted and replaced for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found the anode ring was pushed distally resulting in stretching of the conductor coils and torn insulation. It was noted the ring was likely pulled through a constricted space causing the observed damage induced during the explant procedure. Electrical testing was performed and the lead was found to be electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Additional information was received indicating the revision procedure was performed due to lead dislodgement discovered at the time of the patient's presentation to the hospital exhibiting loss of capture (loc) with a heart rate of 20-40 bpm. The dislodgement was confirmed via x-ray. At the time of explant the physician attempted to reposition the lead but was unsuccessful. A new lead was then implanted. No additional adverse patient effects were reported.